Event description:
Nellcor puritan bennett rec'd a report in 2006 from a biomedical engineer that a n595 pulse oximetry monitor did not provide audio tone. Prior to the event, the speaker in the unit had been replaced.